Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced moderate bleeding from his ipg pocket site. The patient went to the hospital and his wound dressing was changed to a pressure dressing. It was reported the patient has not experienced any further bleeding since the intervention.